Event description:
It was reported that the customer experienced high and low blood glucose levels. The low blood glucose reading was around 40 mg/dl, and the high blood glucose reading was in the 400 mg/dl range. The customer stated that she had eaten what she normally ate, so she was unsure why her blood glucose was high. She complained of burning at the insertion site, which was located in her leg. She advised that she was able to lower the blood glucose reading with another bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.